Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2016 due to an insulation anomaly. No patient symptoms were reported.

Event description:
New information on (B)(6) 2016 indicated that the patient presented in clinic for device check. The patient's condition was great during and post procedure.